Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, during the last fitting appointment the in situ measurements could not be measured. Therefore, the user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, during the last fitting appointment the in situ measurements could not be measured. Therefore, the user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. In addition in situ measurements in 2018 showed 2 channels affected by high impedance and 3 channels involved in a potential short circuit due to undetermined reasons. According to the implant registration card a complete insertion was not achieved at implantation surgery. Further a partial migration of the electrode out of cochlea is reported on the device explantation report. The problems described in the recipient report appears to match the damage found. This is a final report.

Event description:
Reportedly, during the last fitting appointment in-situ measurements could not be measured. A trauma was reported. The user was re-implanted. During the surgery it was discovered that the ceramic housing of the implant was shattered.

Event description:
Reportedly, during the last fitting appointment in-situ measurements could not be measured. A trauma was reported. The user was re-implanted. During the surgery it was discovered that the ceramic housing of the implant was shattered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. In addition, in situ measurements in 2018 showed 2 channels affected by high impedance and 3 channels involved in a potential short circuit due to undetermined reasons. The problems described in the recipient report appears to match the damage found. This is a final report.